Event description:
The customer reported an unspecified issue with the device. No patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) and found that the device failed the self test. There was an error 90009 (self test error) in the device log. The power pca was replaced to resolve the issue. The device then passed all testing. Philips concluded that this was a malfunction of the power pca.